Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Unit had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 453 mg/dl. The customer had not treated her blood glucose level. The insulin pump alarmed button error after it was exposed to moisture. The insulin pump fell in the bathtub. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.